Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure event observed during analysis. Final analysis found insulation breach due to clavicle crush at 27.2cm to 28.9cm from the connector pin, all five filars were fractured at the same location. (B)(4). (B)(6).